Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an incoming inspection of the products, the customer found the product label on the package box for jelco® viavalve® safety IV catheters was affixed out of position. No patient injury.